Event description:
(B)(4) study. Same case as MDR ID 2134265-2013-07404. It was reported that the patient had angina. In (B)(6) 2012, the patient presented with stable angina (ccs classification-3) and underwent cardiac catheterization. Target lesion was a bifurcated de-novo ostial bifurcated lesion located in the proximal left anterior descending artery (lad) with 80% stenosis and was 10 mm long with a reference vessel diameter of 4.0 mm. Target lesion was treated with pre-dilatation and placement of a 3.50 mm x 12 mm ion coa stent. Following post dilatation with an nc quantum apex balloon, residual stenosis was 0%. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the coronary angiography performed during the event revealed 75% stenosis at the distal edge of the stent likely reflective of balloon injury. A 4.0x8mm ion stent was implanted in the proximal lad. In (B)(6) 2013, the patient started experiencing symptoms of angina and was hospitalized. In (B)(6) 2013, there was 70% focal restenosis of study stent and 4 mm x 8 mm ion stent located in proximal lad. Target vessel revascularization was performed in the long lesion extending from left main coronary artery (lmca) in to proximal lad. The patient underwent CABG from lima to lad and reverse saphenous vein grafts (svg) to obtuse marginal (om) as a part of the treatment. Six days later, the event was considered resolved without residual effects and the subject was discharged on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during hospitalization, the patient experienced acute blood loss anemia, atrial fibrillation and abdominal distention.